Event description:
It was reported to resmed (B)(4) that a high pressure alarm occurred on an astral device resulting in the device restarting. There was no patient injury reported as a result of this incident.